Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
While using the device during cardiopulmonary bypass, the pump motor did not operate on ac power. Switching the pump to backup battery power restored normal function. There were no adverse consequences to the patient as a result of this event.